Manufacturer narrative:
Performance improvement facilitator. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced an inappropriate shock in (B)(6) 2012. The lead exhibited noise and was explanted on (B)(6) 2012.